Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the manufacturing instructions, complaint history, device history record, documentation, instructions for use (IFU), drawing, specifications, and quality control procedures, as well as a dimensional verification and a visual inspection of the returned device were conducted during the investigation. A sheath, along with a balloon catheter, wire guide, and unknown snare were returned. The ancillary devices were removed from the sheath, and a visual inspection was performed. Separation of the sheath was confirmed. The customer¿s testimony of having cut the hub from the sheath was also confirmed, and the hub was returned with the device. Biomatter was observed throughout the device. The inner dilators were not returned. The sheath tubing was separated into two sections. A 9mm segment of coiling exiting the proximal coiling and a 5.5cm segment of coiling exiting the distal separation site were observed on a 13.9cm first section. The coiling inside the tubing was elongated. A second separated section containing the distal tip was also observed. A 2.5cm of coiling exiting the proximal separation site was found. The tubing measured 30.5cm, the proximal 1.7cm of which was wrinkled and stretched. The distal tip was intact, and the radiopaque band was present. The soft tip was elongated and stretched over the coiling. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The instructions for use provided with the device warn, "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." The user reportedly did not reinsert the dilator prior to removal. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the device failure can be attributed to the user and unintended use error. Reportedly, the user failed to reinsert the dilator prior to sheath removal. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a peripheral intervention procedure of the left superficial femoral artery involving a patient of unknown age and gender, a flexor ansel guiding sheath separated upon removal of the device. The sheath was placed contralaterally in the right femoral artery, using an unknown manufacturer's lunderquist 0.035 inch wire, for intervention/treatment using an unknown angioplasty balloon. The patient's anatomy was not reported to be tortuous, calcified, or scarred. Upon removal of the sheath, resistance was encountered and the sheath separated, leaving the distal third portion of the device in the patient. The dilator was not inserted prior to removal and was not in place when the separation occurred; however, another manufacturer's 0.018 inch guide wire was in place. An unknown angioplasty balloon was used to attempt removal of the separated portion, but was unsuccessful. The balloon was left inside the sheath and the hub of the sheath was intentionally cut off to place an unknown 14 french sheath over the complaint device. An unknown snare was then used to capture the wire, balloon, and device portion successfully from the patient. The patient's outcome was reported as "good". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.